Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the no delivery alarm during a manual prime. The customer stated that, prior to the alarm, she had changed the infusion set out but used the same reservoir. The customer's blood glucose was 203 mg/dl. Troubleshooting was done. Advised customer to replace the plunger and manually push the plunger very slowly while keeping the reservoir straight. The customer stated that insulin did not exit. Troubleshooting was not fully completed because the customer decided to do a complete set change. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.